Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer had a no delivery alarm on the insulin pump. Customer also experienced inaccurate sensor readings. Customer's mother stated that when the customer was giving a bolus, the pump alarmed no delivery. Customer was going to change the infusion site that night the pump alarmed no delivery. Customer's mother declined troubleshooting. Customer also has problems connecting the sensor and received a lost sensor alert. Customer's mother thinks it was a result of the customer swimming for an extended period of time. No further action taken.